Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous anterior tibial artery. A 3.0mmx40mmx135cm sterling¿ balloon catheter was advanced to the lesion. The balloon was inflated for 30 seconds however it ruptured at 8 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).